Event description:
It was reported, the camera head presented no picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemented report is being submitted for additional information received regarding legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found noise on image due to a faulty charged coupled device. In addition, a failed leak test due to a puncture on the cable. Based on the results of the investigation, the faulty charged coupled device likely attributed to the customer¿s allegation of no picture being displayed. The most probably cause of the additional malfunctions are traced to component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head presented no picture. There were no reports of patient harm.